Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that within the same day a transcatheter aortic valve was successfully implanted, the patient had an ischemic stroke. Additionally, the following day, thrombus was identified within the patients anatomy. Subsequently, the patient was prescribed medication and was hospitalized. Per the physician, the valve and procedure caused or contributed to the thrombus. Per the physician, the patients calcified or vegetative leaflets contributed to the thrombus.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolutfx delivery catheter system (dcs); product ID: d-evolutfx-34; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that within the same day a transcatheter aortic valve was successfully implanted, the patient had an ischemic stroke. Additionally, the following day, thrombus was identified within the patients anatomy. Subsequently, the patient was prescribed medication and was hospitalized. Per the physician, the valve and procedure caused or contributed to the thrombus. Per the physician, the patients calcified or vegetative leaflets contributed to the thrombus. Additional information was received that thrombus and calcification were observed on an echocardiogram prior to the valve implant procedure and not observed on the device. The valve was implanted into the native annulus. Antiplatelet therapy (aspirin and plavix) were used following the valve implant. The stroke was confirmed with a computed tomography (CT) scan. The patient experienced left sided weakness upon awakening from the procedure. Vascular attempted clot retrieval was performed. Per the physician, the cause of the stroke was not known, and it may have been related to the wire, delivery catheter system (dcs) or valve.

Event description:
Additional information was received that a medtronic guidewire was used during the valve implant procedure.

Manufacturer narrative:
Brand name: evolutfx delivery catheter system (dcs); product ID: d-evolutfx-34; lot: 0013079821 updated data: b5. H6. H11. Lot number added to system reported device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.